Event description:
The customer reported the system does not boot. No pt injury was reported.

Manufacturer narrative:
The service rep repaired and replaced the power control pcb; verified proper system operation by booting system successfully x20 and making x20 exposures.